Manufacturer narrative:
Additional information: d4 serial no. Additional information h10: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was running too quickly (over infused) during 24 hour chemotherapy infusion (dose, programmed amount and delivery rate unknown). It was noted that the bag was hung 24 inches above the pump. There was no known patient injury or medical intervention associated with this event. No additional information is available.